Event description:
The clinician reports, that the implant was inserted in the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. No product was returned to the manufacturer for investigation. There were no patient operative or post-operative complications reported.